Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to diabetic ketoacidosis and blood glucose level of 500mg/dl. The customer was treated with intravenous insulin and saline, and was discharged on (B)(6) 2023 with no permanent damage. Tandem technical support performed a pump system check and confirmed that the pump performed as intended. The customer continued to use the pump for insulin therapy.